Event description:
It has been reported to philips that a sales rep reports the application froze during monitoring on the tempus pro on (B)(6) 2024 in the early morning, no injury to user or patient, also getting printer faults, sending to bench.